Manufacturer narrative:
Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip replacement, pinnacle twinsys; (B)(6), (B)(6) hospital, (B)(6) 2018: surgeon was putting a pinnacle screw in with the screwdriver handle mentioned & the ratchet was not turning the screw properly. After a few attempts the screw we were inserting became stripped at the head as the screw driver handle was not working correctly. A new screw driver handle was opened as well as a new screw. Patient appeared to be fine. Delay in surgery 5 minutes.